Event description:
The customer stated central monitoring system (cns) is showing a message "update complete and must reboot". The customer rebooted and the cns is operating normally. Device rebooted on its own several more times throughout the day. MFR ref #8030229-2014-00091.

Manufacturer narrative:
The device referenced in this report is beyond its expected life. The ram was replaced and the repaired unit was returned to the customer.